Manufacturer narrative:
The device was serviced on-site by a field service technician. Visual inspection and functional testing were performed. The device was found to not power up while not connected to an electrical current. When the device was plugged in, the device presented an f-94 (configuration option settings checksum is not 0) alarm. The reported condition was verified. The cause of the f-94 alarm was determined to be a damaged main battery. To correct the condition, the main battery was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump would not power on. This event occurred before use. There was no patient involvement. No additional information is available.